Event description:
Co received a customer complaint in which the device infused 250 ml of 3039.75 mg 5-fu and 0.9% nacl in 6 days instead of expected 7 days. It was reported that there was no pt injury or medical intervention that resulted from this incident.